Event description:
A healthcare facility in (B)(6) reported that the patient experienced an interruption of ventilation. It was alleged this was due to the presence of water in the expiratory limb of an rt225 infant bias flow breathing circuit during use with a babylog 8000 ventilator. It was also alleged this led to the patient suffering cardiac arrest and requiring resuscitation. The hospital further reported that the water trap of the expiratory limb was "not located in the lower position of the circuit".

Event description:
A healthcare facility in (B)(6) reported that the patient experienced an interruption of ventilation. It was alleged this was due to the presence of water in the expiratory limb of an rt225 infant bias flow breathing circuit during use with a babylog 8000 ventilator. It was also alleged this led to the patient suffering cardiac arrest and requiring resuscitation. The hospital further reported that the water trap of the expiratory limb was "not located in the lower position of the circuit".

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) number of that product is k20332. We are currently endeavouring to obtain further information with regard to the set up, current patient status and photographs from the healthcare facility. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. (B)(4). The complaint device is not expected to be returned to the manufacturer. Several attempts to obtain further information with regard to devices, patient, set up and photographs from the hospital have been unsuccessful. The physician involved in the incident has indicated he will not be able to answer any further questions from us as he will not have time. Without the return of the complaint device we are unable to determine what may have caused the "water" in the expiratory limb observed by the customer.